Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on (B)(4)/2018, that on (B)(4)/2018, a loss of connection occurred.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available. No product was provided for investigation. Data was provided for evaluation. Loss of connection was not confirmed via data. The probable cause could not be determined. No additional event or patient information is available.